Event description:
A customer reported that their freestyle flash displayed a low battery icon and error 3 message. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction on 26 jan 07. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.